Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported his pump housing is chipped/damaged, making it difficult to remove and load cartridges. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. There was no reported impact to the customer's blood glucose level.